Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a case, the obturator would not fit through the cannula sleeve. The trocars were not used. No pt consequence.